Event description:
(B)(6) on (B)(6) 2025, we have had ongoing issues with mfg 250-070-500 (lot 24299fg2). These are leaking into the battery compartment and causing corrosion and brown fluid coming out of the battery compartment. This has occurred a minimum of 2 times with strykeflow ii pump suction irrigator. No issue with any type of patient harm. Escalated nationally to contract design within the resource group: complete escalated to the supplier, send back any and all samples available, receiving replacements of non-impacted lot numbers notification: complete supply chain is to pull and sequester all inventory for the following lots numbers. In partnership with clinical, or rooms and convenience locations will need to be swept as well. Lot numbers: 24299fg2 per stryker - the issue is behind them. They have taken the "bad units" off the line and out of production, and plan to replace the pulled units in our facilities. They do not anticipate any further issues but did ask us to escalate if we notice anything in the future.